Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (500 mcg/ml at 227.52 mcg/day), clonidine (400 mcg/ml at 182.01 mcg/day), bupivacaine (15 mg/ml at 6.826 mg/day), baclofen (300 mcg/ml at 136.51 mcg/day), and dilaudid (20 mg/ml at 9.101 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had a magnetic resonance imaging (MRI) performed on (B)(6) 2018 and then had another MRI with contrast on (B)(6) 2018. The hcp was refilling the pump on the date of this report and the pump logs showed a motor stall on (B)(6) 2018 at 14:03 that recovered at 15:26 as well as a motor stall on (B)(6) 2018 at 09:44 with a tube set message on (B)(6) 2018 at 09:44. It was noted that the hcp reported hearing the pump alarm but that the patient did not hear an alarm prior to his refill visit. The reservoir volumes were accessed and it was noted that the expected reservoir volume was 1.2ml but the actual reservoir volume was 1.8ml; it was noted by the hcp that the calculated actual reservoir volume if the pump was stalled since (B)(6) 2018 should have been approximately 3.5ml . The hcp lowered the patient's dose and programmed a bolus to resolve the stall. No symptoms were reported. No further complications have been reported as a result of this event.